Event description:
It was reported that an ilet pump exhibited a cracked screen, after which the user could only view half of the display and the screen was no longer usable; the device had been synced prior to shutdown and a replacement was arranged with return of the affected unit. Symptoms included no injury. Outcomes included no reported alerts or alarms and continued ability to use a cgm separately. Investigation included remote assessment by customer support, verification of the serial number and shipping details, and instruction to shut down the device and return it for evaluation. Investigation of this case revealed physical damage to the display assembly consistent with a broken or delaminated screen that impaired visibility but did not affect other pump functions as reported. It was concluded, based on previously established findings for similar reports, that the cause was damage to the screen component due to external physical stress.